Event description:
It was reported that a skin reaction. The wearable was inserted into the arm on (B)(6) 2024. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient experienced inaccurate readings and decided to remove the sensor. On (B)(6) 2024, the patient developed redness, inflammation, and swelling at the needle puncture site. They applied over the counter topical neosporin ointment to the area. On the same day, the patient consulted a physician who prescribed an unspecified oral antibiotic medication. At the time of the report the caretaker confirmed that the skin reaction had already subsided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).